Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30, alarm 5, alarm 6) occurred during the load process. Additionally, it was reported that a cartridge change error occurred and a temperature alarm occurred. Customer's blood glucose level was in the 320's (mg/dl). Reportedly, the customer had manual injections as alternate insulin therapy.